Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the lead was loose and it was not possible to be secured in the device. Ipg was never implanted and was replaced. No patient complications have been reported as a result of this event.